Event description:
It was reported that the patient experienced multiple lvad alarms going off on (B)(6) 2025. Through log files analysis, tech services found a pump off event at 11:13:59, followed by a pump off, driveline disconnect, and low flow alarm at 11:14:00. Patient care staff changed the controller batteries, which did not resolve alarms. Patient care staff then exchanged the controller, which did resolve alarms. It was later reported that the cause of the low flow alarm, pump off alarm, and driveline disconnect were not identified. It was also later reported that the patient experienced brief non-traumatic syncope during the controller exchange. It was later reported the patient experienced another controller alarm on (B)(6) 2025. The patient's wife inspected the controller and found the driveline's backdoor slid out of its "locked" configuration, thinking the patient may have been fidgeting with the mechanism. Tech services reviewed log files but found no alarms correlating with the 09sep2025 event. Log file review did capture a double power cable disconnect event on 08sep2025 15:04. There was no pump interruption and the ebb functioned as intended. Alarms resolved when battery power was restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Supplemental information received on 13nov2025 reported that the patient's backup controller (pcx-22134) was exchanged due to continued uncertainty regarding the original cause for the original controller exchange on 08sep2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm, as well as an alarm occurring on 09sep2025, were both confirmed via the log files provided from system controller (B)(6). The log file captured a no external power alarm on (B)(6) 2025; this alarm appeared to have been caused by both power cables becoming disconnected from external power during a power source exchange, and the alarm resolved when power was restored to the system. One atypical power cable disconnect alarm was also captured on (B)(6) 2025; this alarm appeared to have been caused by the voltage within the black power cable briefly fluctuating below the alarm threshold, and the alarm resolved when power was restored to the system. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Available information for this event indicates that the controller remains in use. The root cause of the observed no external power alarm appeared to have been user error in both power cables becoming disconnected from external power during a power source exchange. The root cause of the observed atypical power cable disconnect alarm on (B)(6) 2025 was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii lvas instructions for use and the heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and no external power conditions. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.